Event description:
During procedure stopped working.

Manufacturer narrative:
The unit was not returned due to patient contact, it is not possible to verify an assignable cause without evaluated the unit. Now units are sent to lso for disinfection before arriving at tenex for evaluation. Insufficient information for a complete investigation. The lot number provided from the customer was for the fast kit and not the microtip. Customer service followed up with the customer inquiring what the lot number of the microtip was. The lot number for the microtip was unavailable. A review of lot history and the DHR for the microtip was not possible.